Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited poor capture and sensing values due to dislodgement a few days post implant. The physician managed the patient by changing the programmed mode to aair. The lead was capped on (B)(6) 2010.